Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Upon visual inspection it was noted that the lead had been stretched. Upon inspection it was noted that the helix/lobe of the lead was distorted. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure the lead's helix extended prematurely became attached to the tricuspid valve. The lead was not implanted. No patient complications have been reported as a result of this event.